Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred and air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 115-320 mg/dl.